Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative. The sales representative reported that the device was not available for return to the manufacturer, as the patient expired while on support and the device was not removed prior to disposition.

Manufacturer narrative:
A4 weight is unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella rp flex was inserted via the femoral vein to support the 75 year old female who had been admitted in for a coronary artery bypass graft surgery and suffered from post cardiotomy cardiogenic shock and low cardiac output syndrome, presenting in scai stage d shock. Other underlying medical history was not shared. The patient was rolled by nursing and the placement signal was lost/not reliable. The team observed the motor current and flow remained constant. After the patient was rolled back to position but as the signal was not reliable still, the alarm was disabled by the staff. The device functioned as expected, p-8 with 3.2l/min flow with d5w with sodium bicarbonate in the purge solution. There was no noted harm from the loss of placement signal. The decision was made to withdraw care and patient expired after the support of 29 hours. The death is conservatively being reported on the rp flex due to the inability to conclusively dissociate the product from the patient outcome.